Event description:
It was reported that the maestro small fixed duraguard was bent prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the maestro small fixed duraguard was bent prior to a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker diagnostic technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature.